Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 250-500 mg/dl. The customer would changed the site and deliver a bolus of insulin to address the bg level. A cause of the past occlusions could not be determined and as the customer had changed the infusion set site after the most recent occlusion alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.